Event description:
This report summarizes 1 event for the failure: fracture. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 1 event for the failure: fracture. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 0008010177-2025-99007. Supplemental rationale: corrected data: b5, h6, h11. 1 previously reported events were included in this follow-up record. Product return status: 1 device was not available for evaluation. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 1 device: product not received.